Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04233. It was reported the pt was experiencing more pain than relief from her scs system. It was reported the pt had been through difficult therapy. The physician felt the pt's anatomy combined with the therapy may have led to some nerve compression. The scs system was explanted, and the pt had a disc decompression procedure after the scs system was removed.